Event description:
Procedure: bilateral inguinal hernia. According to the reporter: the customer reports that the balloon decompressed causing leak, the port was seated properly. The incision was not too large the port was reinforced and the pressure in the peritoneum was maintained. Pt injury: subcutaneous emphysema and hypercarbia, pt was admitted to ICU. Surgeon used 2 devices (from the same lot) during this surgery. The 3rd one working without any further consequences. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).